Event description:
Screw head sheared off. It was recovered and will be sent in for eval. The plate was repositioned, and there were no further issues.

Manufacturer narrative:
Eval of chemical composition (edx analysis) was also performed. The macroscopic and microscopic investigation shows that the screw broke as a result of too high torsional and bending forces (whereas the torsional forces prevailed) in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could be a too small diameter or a too low deepness of the pilot hole. Indications for material or mfg related problems were not found in this investigation. Based on statistical eval no indication was found for any systematic material or mfg issue.